Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.

Event description:
It was reported that the user encountered alert 38 indicating a motor stall during a supply change on the ilet, which prevented progression until the user disconnected from the body, removed supplies from the device, and performed a restart, after which the supply change proceeded. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem associated with a stalled motor, consistent with a mechanical issue identified during troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.